Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 46 mg/dl, 59 mg/dl, and 93 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.